Event description:
It was reported that in one day the rv (right ventricular) and svc (superior vena cava) defibrillation coil impedances increased, and possible fracture was noted. The lead was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. Concomitant medical products: 419478 lead, implanted: (B)(6) 2009; 407652 lead, implanted: (B)(6) 2009. (B)(4).